Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 311 mg/dl. Customer declined to send their insulin pump back for analysis. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.